Event description:
A healthcare professional reports pt self-tester generated inr 2.0 on protime microcoagulation system and on the same day hospital lab generated inr 3.1. Pt's therapeutic range: 2.5-3.5. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint # (B)(4). Method: MFR/eval/investigation in process. No complaint trends or related CAPA identified. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.